Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the proximal segment of the lead was returned and analyzed; analysis revealed a flex fracture in vivo of the distal conductor. (B)(4).

Event description:
The lead was returned to the manufacturer with no information, and subsequently tested out of specification. No patient complications have been reported as a result of this event.